Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a revision procedure was performed to re-secure this left ventricular (lv) lead into the device header due to pacing impedance measurements greater than 2000 ohms. No additional adverse patient effects were reported.